Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an hcp called about a patient that was implanted with an implantable neurostimulator (ins) last (B)(6) who is now in pain and having trouble managing their stimulation. The patient was receiving "therapy increase not available" message when increasing their stimulation. They don't have issues decreasing stimulation. When checked, the patient can also see message "low output detected" on his handset. The patient claimed that they didn't have any falls/impacts or medical treatments. They discussed the meaning of the messages and the out of regulation (oor) state with the nurse. Advised that the patient should be seen at the clinic to check the cause of the oor state (to check impedances or reevaluate programmed settings). The issue has not resolved. Additional information was received. Ins and hcp information confirmed, the issue began on (B)(6) 2026. Regarding cause, high impedances, and an x-ray was ordered. This has now happened, but patient is awaiting the results. No further actions have been done yet. They may need a revision of his leads, consultant to decide.

Manufacturer narrative:
G2. Foreign: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 correction: adding missing info from last update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Provided session report indicated impedances of 40000 on all electrodes.

Event description:
Additional information was received. Currently, the results of the patient¿s x-ray are not known. The hospital doesn¿t have a clinician tablet to take an impedance check. The rep will need to ask their colleague who saw the patient while the rep was off. No further actions have been decided as of this date. Hcp info confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.